Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item #103204, stem, lot #880720, item #139254, taper, lot #823380, item #157442, femoral head, lot #206990. Report source: legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02288, 0001825034-2018-02290, 0001825034-2018-02291.

Event description:
It was reported that a patient underwent a revision surgery approximately 7.5 years post implantation due to pain and trunnionosis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the shell is not related to the event; the event is being reported on a different device on 0001825034-2018-02290. The initial report was submitted in error and should be voided.

Event description:
No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02291 - 3, 0001825034 - 2018 - 02290 - 4.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The previous report (0001825034-2018-02288-1) was voided, as the device was previously not related to the event. However, additional information was received, and it has been determined the device is indeed related to the event. Item # 157442, head, lot # 206990. Item # 103204, femoral stem, lot # 880720 item # 139254, taper insert, lot # 823380 g3: legal notification multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02291, 0001825034-2018-02290, 0001825034-2018-02288

Event description:
It was reported that a patient underwent a revision surgery approximately 7.5 years post implantation due to pain, elevated ion levels, metallosis, osteolysis of the acetabulum, and corrosion. Op notes indicated fluid filled cyst that extended down to the joint space. Lightly stained metallic debris noted and excised with debridement of granulomatous appearing tissue and metal staining throughout the joint. It was also noted that the patient had extensive fretting corrosion of the trunnion of the femoral component. Attempts have been made, and no further information has been provided.